Event description:
Related manufacturer reference number: 2017865-2022-09864, related manufacturer reference number: 2017865-2022-09865. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon examination, it was noted that the pacemaker, the right atrial (ra) lead and the left ventricular (lv) lead were dislodged due to twiddler's syndrome. There was no capture due to the dislodgement. The patient explanted and replaced the ra and lv leads on (B)(6) 2022. Also, the pacemaker was repositioned in the same procedure. The patient was in stable condition.